Event description:
A customer contacted baxter's technical service center to report the home patient (hp) feels overfull in dwell 3 of 5 with the homechoice (hc) machine. The home pt was experiencing abdominal discomfort. The dwell time left was 32 minutes. The technical service rep (tsr) bypassed the hp to drain 3 of 5. The drain volume was 1956 ml. The programmed fill volume for this hp was 2100 ml. The tsr put the hp in a manual drain and the drain volume was 896 ml. The total drain volume for these two drains combined is 2852 ml. The hp said that in the past he has felt the hc machine did not drain him all the way. During follow up, the hp reported his new machine seems to drain him faster, and he has had no further issues. The hp's nurse was not informed by the hp of the problems with overfill. Product surveillance notified the nurse of this report. The nurse stated that this hp did have catheter placement issues that could have caused problems draining and/or slower draining flow rates. The pt's therapy settings were reviewed with the nurse, and it was noted the drain volume percentage for this pt was set at 80%. The nurse was advised to evaluate this setting for this hp. It was noted that if the hp drains slowly and the machine detects a slow/no flow condition above the minimum drain volume percentage, it will move on to the next fill cycle without alarming. The nurse agreed and will speak with the hp regarding the issue reported. There was no pt injury or medical intervention associated with this report.

Manufacturer narrative:
Add'l PMA/510(k): k923065.